Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the mesher catch was jamming and would not pull the graft through. No patient involvement. No harm or injury. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : device not returned.

Event description:
No additional event information available.